Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reports dentist has recommended not a good candidate for aligners and will need traditional orthodontic braces and extractions. Evaluation found class ii skeletal and dental malocclusion, 6mm overjet and impinging (90%) overbite, moderate to severe crowding of the maxilla and the mandible, midlines are deviated and not possible to correct malocclusion without extractions. Dental history includes impacted teeth locations: 8, 9, 26, 25, 24, 23, 7, 5, 4, 28, 27.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.